Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (Therapy date): unknown date in (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes monument. Date of manufacture: jan 13, 2016. Expiration date: dec 31, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2017 due to a broken trochanteric fixation nail¿advanced (tfna) and nonunion. The patient was initially implanted with the tfna construct on an unknown date in (B)(6) 2016. During the (B)(6) 2017 revision surgery, the broken nail and associated hardware were explanted without issue and the patient was revised to a total hip replacement. There was no surgical delay or patient harm reported. The patient¿s postoperative status is not available. Concomitant devices reported: one (1) trochanteric fixation nail advanced (tfna) helical blade (part 04.038.290s, lot 7976775), unknown screw (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for com-(B)(4).